Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2020. On (B)(6) 2020 at 6:00pm, the patient was driving home and noticed a sensor error message on her cgm, then lost consciousness. She was found at the side of the road by the police and emergency medical services (ems). Ems reported her cgm displayed 71 mg/dl; however, the fingerstick bg was less than 20 mg/dl because the value did not register on their glucometer. The patient was treated with 2 amps of IV dextrose 50%, transported to the hospital and regain consciousness around 9:00pm. The patient was admitted to the hospital overnight, her glucose was monitored, and she was treated for nausea and compartment syndrome of the left arm where the dextrose infiltrated. The patient reported that she is hypo-unaware and did not experience any symptoms of hypoglycemia at the time of the sensor error. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.